Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent sensing was observed on the device. False episodes due to loss of electrode contact in the pocket was noted. The patient did not report any symptoms and will be monitored.